Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise in the primary vector. It was noted that the clinic suspected possible sense b noise or artifacts on the secondary vector as well. Ts provided suggested programming options as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced due to reproducible noise. No additional adverse patient effects were reported.